Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that (4) ar-3638 knotless fibertak got stuck and would not relay the repair suture with the shuttle suture. This happened four time in a row until a fifth one was opened and implanted without further issue to complete the case. This was discovered during a procedure on (B)(6) 2022. Additional information received on (B)(6) 2022: this was discovered during a recurrent dislocatoin repair of the shoulder joint.